Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella 5.5 device was inserted via the left axillary artery in a (B)(6) year-old male patient presenting for high-risk percutaneous coronary intervention (hrpci), scai shock stage a, with a history of known coronary artery disease (cad). The impella 5.5 was unable to be advanced or implanted due to patient anatomy, with significant calcification preventing proper passage and positioning. The team elected to remove the impella 5.5 and proceed with support using an impella cp, which was successfully placed. The reported events include failure to advance, device revision or replacement, and hemodynamic instability. The impella 5.5 will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and support was resumed without any known adverse events. The device was discarded by the hospital.

Manufacturer narrative:
D1 (brand name) has been updated. D3 ( manufacturer fax) & g1 (manufacturer contact fax number) has been omitted from the initial mw. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Failure to advance: the cause of the delivery issue was related to patient condition per clinical details that impella 5.5 was unable to be implanted due to patient anatomy.